Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 visual examination of the returned product identified one k-wire had fractured at the tip and not all the pieces were returned. Both products are slightly bent, and show signs of use with wear marks and light scratches. The DHR will not be reviewed as lot number was not provided. Nursing: images demonstrate placement of 2 threaded screws in the midfoot, 1 extending posterosuperior to anteroinferior and other extending anterosuperior to posteroinferior. These screws are guided by 2 separate k-wires which are parallel to the screw and located at the level of the screw heads. At the tip of the posterosuperior to anteroinferior screw is a small nail. No similar nail is seen at the tip of the anterosuperior to posteroinferior screw, but there is and nail like density located inferior to the intersection of the threaded screws. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: item#: 110008486, cann drill 2.4mm w/ao ste; lot#: unknown. Item#: 110007557, cann screw part thrd 4.0x42mm; lot#: unknown. Item#: 110007553, cann screw part thrd 4.0x38mm; lot#: unknown. Item#: 110008391, kwire 1.25x150mm thd troc 6pk; lot#: unknown. Item#: 110008391, kwire 1.25x150mm thd troc 6pk; lot#: unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during procedure the threaded tip of the k-wire broke and was retained by patient.